Event description:
It was reported that the pump declared an altitude alarm 21 three times in the last month. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer did not report further issues with the same pump, and insulin was not suspended due to the altitude alarm. Customer resolved the issue by replacing the cartridge, and technical support provided tips for preventing future altitude alarms, which the caller understood and acknowledged. Pump eventually resumed normal operation.